Event description:
It was reported that a tandem mobi cartridge alarm occurred, causing no adverse impact to the customer's blood glucose level. The customer experienced cartridge alarms with consecutive cartridges, and technical support confirmed cartridge alarm 35, leading to the decision to replace the pump. The customer was informed about receiving a pump with updated software and was provided with instructions on putting the pump into storage mode and returning it to tandem. They acknowledged and understood the necessity to transfer their pump settings and connect their cgm to the replacement pump. A replacement pump was sent, and arrangements were made for the prompt return of the problematic pump to avoid additional charges.